Manufacturer narrative:
(B)(4). Boston scientific received information from the local representative that an x-ray was taken and there was no reasonable evidence of a lead dislodgement or connection issue. The patient experienced another episode of loss of capture and the physician felt that the lead was not in a stable location. The patient is mentally disabled and was moving around post-implant. The patient was presented back to the electrophysiology laboratory and the lead was repositioned to a more stable location. During the loss of capture episode there was no asystole greater than 2 seconds. The local representative did not received any information that the patient suffered complications or irreparable injury as a result of the loss of capture episode. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). This patient was presented to the electrophysiology (ep) laboratory for a scheduled implant procedure. The device and lead system was implanted with no reported difficulties. Overnight (around 4 am), a review of telemetry strips identified loss of capture. Additionally, short runs of ventricular tachycardia were recorded; however, there were no stored episodes on the device's logbook. The local representative performed a pacing threshold test during the patient's pre-discharge and 0.5 volts were obtained. The device's right ventricular automatic capture (rvac) feature had been programmed on, but was at 3.5 volts upon arrival. Ts explained that for vt events, this device records a ventricular event only when eight out of ten beats are seen as fast. This explains why the device did not store an episode as the patient's vt run was less than 8 beats. Ts was informed that the right ventricular automatic threshold (rvat) was rvat-3 in the logbook. This along with the 3.5 volt output is indicative of a detected loss of capture and that the device attempted two ambulatory automatic threshold tests. Since there was loss of capture on telemetry, ts suspected that an intermittent loss of capture had occurred in which 3.5 volts does not capture (back-up pacing). Ts informed the local representative that an x-ray should be obtained to rule-out lead microdislodgement. The local representative reprogrammed the ventricular output to fixed at maximum output while lead integrity is investigated.

Manufacturer narrative:
Boston scientific received information that this lead was received at boston scientific return product department in june 2019. This lead is currently undergoing laboratory testing.

Event description:
Boston scientific received information in november 2015 that this local representative contacted boston scientific technical services (ts). This patient was presented to the electrophysiology (ep) laboratory for a scheduled implant procedure. The device and lead system was implanted with no reported difficulties. Overnight (around 4 am), a review of telemetry strips identified loss of capture. Additionally, short runs of ventricular tachycardia were recorded; however, there were no stored episodes in the device logbook. The local representative performed a pacing threshold test during the patient pre-discharge and 0.5 volts were obtained. The right ventricular automatic capture (rvac) feature had been programmed on, but was at 3.5 volts upon arrival. Ts explained that for vt events, this device records a ventricular event only when eight out of ten beats are seen as fast. This explains why the device did not store an episode as the vt run was less than 8 beats. Ts was informed that the right ventricular automatic threshold (rvat) was rvat-3 in the logbook. This along with the 3.5 volt output is indicative of a detected loss of capture and that the device attempted two ambulatory automatic threshold tests. Since there was loss of capture on telemetry, ts suspected that an intermittent loss of capture had occurred in which 3.5 volts does not capture (back-up pacing). Ts informed the local representative that an x-ray should be obtained to rule-out lead microdislodgement. The local representative reprogrammed the ventricular output to fixed at maximum output while lead integrity is investigated. Boston scientific received information from the local representative that an x-ray was taken and there was no reasonable evidence of a lead dislodgement or connection issue. The patient experienced another episode of loss of capture and the physician felt that the lead was not in a stable location. The patient is mentally disabled and was moving around post-implant. The patient was presented back to the electrophysiology laboratory and the lead was repositioned to a more stable location. During the loss of capture episode there was no asystole greater than 2 seconds. The local representative did not received any information that the patient suffered complications or irreparable injury as a result of the loss of capture episode.

Manufacturer narrative:
A proximal segment (61mm from the terminal pin) of the lead was returned to our boston scientific post market quality assurance laboratory. Visual inspection identified set screw marks on the terminal pin. Dried bodily fluid was noted in the lead segment lumen. Testing was completed to assess the lead's electrical performance. The lead segment passed electrical continuity testing.

Event description:
Boston scientific received information in november 2015 that this local representative contacted boston scientific technical services (ts). This patient was presented to the electrophysiology (ep) laboratory for a scheduled implant procedure. The device and lead system was implanted with no reported difficulties. Overnight (around 4 am), a review of telemetry strips identified loss of capture. Additionally, short runs of ventricular tachycardia were recorded; however, there were no stored episodes in the device logbook. The local representative performed a pacing threshold test during the patient pre-discharge and 0.5 volts were obtained. The right ventricular automatic capture (rvac) feature had been programmed on, but was at 3.5 volts upon arrival. Ts explained that for vt events, this device records a ventricular event only when eight out of ten beats are seen as fast. This explains why the device did not store an episode as the vt run was less than 8 beats. Ts was informed that the right ventricular automatic threshold (rvat) was rvat-3 in the logbook. This along with the 3.5 volt output is indicative of a detected loss of capture and that the device attempted two ambulatory automatic threshold tests. Since there was loss of capture on telemetry, ts suspected that an intermittent loss of capture had occurred in which 3.5 volts does not capture (back-up pacing). Ts informed the local representative that an x-ray should be obtained to rule-out lead microdislodgement. The local representative reprogrammed the ventricular output to fixed at maximum output while lead integrity is investigated. Boston scientific received information from the local representative that an x-ray was taken and there was no reasonable evidence of a lead dislodgement or connection issue. The patient experienced another episode of loss of capture and the physician felt that the lead was not in a stable location. The patient is mentally disabled and was moving around post-implant. The patient was presented back to the electrophysiology laboratory and the lead was repositioned to a more stable location. During the loss of capture episode there was no asystole greater than 2 seconds. The local representative did not received any information that the patient suffered complications or irreparable injury as a result of the loss of capture episode.